Event description:
Reportable based on device analysis completed on (B)(6) 2024 . It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion, but the tip of the catheter rotated rapidly. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window detached near the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed an imaging core windup with a coiled drive cable, and an imaging window detached near the lap joint section but not returned for analysis. Based on the evidence, the as reported code of tip damaged is confirmed.